Event description:
It has been reported that one unspecified bd¿ catheter has been found to be clogged during use. The following has been provided by the initial reporter: noticed flow occluded due to needle tip clogged after completed penetration.

Manufacturer narrative:
Investigation summary: according to the report received, the lot number provided was not a valid lot number. A part number nor valid lot was available for this complaint in addition to a sample. Without any information, bd is not able to observe a failure mode to determine a root cause at this time. Bd will continue to track and trend for the failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ catheter has been found to be clogged during use. The following has been provided by the initial reporter: noticed flow occluded due to needle tip clogged after completed penetration.